Manufacturer narrative:
Age or dob, sex, weight, ethnicity: unknown, not provided. Telephone number: (B)(6). Device discarded by the customer site. Device evaluation: at the time of the investigation, product was not available for further evaluation. Therefore, no testing could be performed. The reported event cannot be confirmed. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported that suction break occurred after the laser fired during creation or right eye flap. It was stated right part of the flap was not cut, so the surgeon tried to cut it with a knife to peel off. The surgery was aborted due to flap dysplasia. After the flap heals, the patient will be rescheduled for lasik surgery.